Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the radio frequency (rf) programmer head was returned as an associated device and subsequently tested out of specification. The cable insulation was ruptured, however the head was functional. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head originally returned as an associated device was subsequently tested out of specification. There was no patient involvement.